Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a scheduled follow-up device was found in back-up pacing mode. The device had switched from programming of safer-r, 60-130 bpm, bipolar to vvi 70 bpm, unipolar. No explanation for this change in pacing parameters could be given. Preliminary analysis confirmed that, before interrogation, the device switched to nominal mode because received the nominal command.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during a scheduled follow-up device was found in back-up pacing mode. The device had switched from programming of safer-r, 60-130 bpm, bipolar to vvi 70 bpm, unipolar. No explanation for this change in pacing parameters could be given. Preliminary analysis confirmed that, before interrogation, the device switched to nominal mode because received the nominal command.